Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens, model zxr00 27.5 diopter was explanted from a patient's right eye (od). It was indicated that the physician identified fruste keratoconus (patient pre-existing condition) on the eye three (3) months after the lens implant. The replacement iol was a sensar (ar40e) model lens. It was indicated that the product is not available for return since was discarded after explant. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.